Event description:
It was reported the device was too close to the patient¿s spine. The system was explanted and not replaced. There was no plan for future implant. The event was recovered without sequelae.

Manufacturer narrative:
Concomitant product: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: lead. (B)(4).